Event description:
N/a

Manufacturer narrative:
(B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak and no leaks were noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could not be determined as no functional problem was noted with the valve. A review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the certas valve (ID (B)(6) - certas inlin vlv only w/sphngd) can't be adjusted. No patient harm.

Manufacturer narrative:
Additional information received: event date: (B)(6) 2018. Implant and explant date if known: unknown. Name and address of the institution where the event occurred: (B)(6) hospital. Lot serial number of the described valve: not available. Was the issue found during pre-use testing of the valve prior to use on the patient or during the implant procedure or after the procedure had been completed and the patient left the operating room? New surgery due to change of valve. Were there any adverse consequences to the patient? New surgery, else no reported harm to the patient. What action was taken to resolve the issue? Changed to a new valve. Did the reported event cause any delays in the procedure or surgery over 30 minutes? Unknown.

Event description:
N/a.